Event description:
Caller states that he went to the doctor to check the accuracy of his device. He reports that his device read 288mg/dl while the doctor's device read 118mg/dl. No adverse event reported and no treatment received. No strip information was providedand no quality controls were used. Requested return of suspect device and replacement was sent.